Manufacturer narrative:
(B)(4). UDI#: (B)(4).

Event description:
It was reported " (B)(6) 2024, when the balloon was inserted in the patient's body, according to the doctor's description at the scene, the balloon did not work properly, the machine alarmed, the line was filled with reflux blood, and the balloon was withdrawn to stop the operation." Additional information states that another iab catheter was inserted into the same insertion site to continue therapy. No patient injury or consequence reported. The patient's current condition is reported as "fine".

Event description:
It was reported " (B)(6) 2024, when the balloon was inserted in the patient's body, according to the doctor's description at the scene, the balloon did not work properly, the machine alarmed, the line was filled with reflux blood, and the balloon was withdrawn to stop the operation." Additional information states that another iab catheter was inserted into the same insertion site to continue therapy. No patient injury or cosequence reported. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). UDI#: (B)(4). Returned for investigation was a 40cc 7.5fr ultraflex intra-aortic balloon catheter (iabc) with the original packaging box that does not match the serial number on the returned sample. Upon return, the teflon sheath was noted connected to the hemostasis cuff. The one-way valve was noted tethered to short driveline tubing. Dried blood was noted in the short driveline tubing. The iabc bladder was fully unwrapped. A bend to the iabc central lumen was noted at approximately 72.5cm from the iabc distal tip. Dried blood was noted on the exterior surfaces of the returned sample. Dried blood was noted within the bladder/helium pathway. The bladder thickness was measured at six points with measurements ranging from 0.0059in-0.0067in and was within specification of process document. The one-way valve was tested and failed. A vacuum was pulled on the one-way valve, and it immediately lost pressure. This was repeated five separate times according to quality system document with similar results. Dried blood was noted within the one-way valve. The catheter's central lumen was as-pirated and flushed using a 60cc lab-inventory syringe. Blood exited. The iabc was leak tested. A leak was immediately detected from the bladder membrane. Under microscopic inspection, the leak site is consistent with contact from a sharp object and was noted at approximately 6.7cm from the iabc distal tip. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint for "the line was filled with reflux blood" is confirmed. During the investigation, a puncture consistent with contact from a sharp object was found on the iabc bladder and this caused the reported complaint. No other leaks were detected during functional testing. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the bladder leak. The root cause of the complaint is undetermined; a potential root cause is customer handling. No further action required at this time. This will be monitored for any developing trends.